Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and high/undefined impedances on the right ventricular (rv) lead. It was also noted that there was atrial under-sensing on the right atrial (ra) lead during arrhythmia episodes. No intervention was done rv and ra leads and they will continue to be monitored. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the rv lead was reprogrammed.